Event description:
It was reported via clinic notes dated (B)(6) 2011, that the patient experienced an increase in seizures and was hospitalized on (B)(6) 2011. The patient subsequently missed four follow-up appointments with the neurologist. Per notes, the seizures remain refractory, but have decreased since last visit as of (B)(6) 2011. The patient currently averages 14 seizures per month. The patient had previously been seizure-free for seven months following resective brain surgery in (B)(6) 2009. Seizures had also been reduced in 2004 following initial vns implant. The relationship of the increased seizure level to pre-vns levels is currently unknown. The patient underwent prophylactic generator replacement on (B)(6) 2011.

Event description:
Additional information was received indicating that the increase in seizures is not believed to be related to vns but rather the patient not taking her medication correctly. The patient's family are now more closely monitoring the patient's medication. No causal or contributory programming changes or other factors are believed to have contributed to the increase in seizures. The patient has not been seen since replacement to see if patient has seen improvement since that time. The site does not return explanted products per hospital policy.